Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella 5.5 was inserted via the left axillary/subclavian artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage a. The patient required escalation from impella cp support and was receiving inotropic support, vasopressor therapy, and respiratory support prior to impella 5.5 implantation. During support, the impella 5.5 was reported to have migrated back across the aortic valve. Attempts to reposition and re-cross the aortic valve were unsuccessful. The surgeon subsequently removed the impella 5.5 from the patient before reducing the pump to performance level p0. Removal of a running impella pump without first reducing support to p0 is contrary to the recommended operating procedures. Following device removal, a recommendation was provided to replace the pump with a new impella 5.5. However, due to patient decompensation and the immediate need for continued hemodynamic support, the surgeon elected to re-implant the same pump that had previously been operating outside the body. Re-insertion of a previously running and explanted impella pump is also contrary to recommended use. Despite these events, the same impella 5.5 was successfully re-implanted and continued to function as intended. Following re-implantation, the impella 5.5 was reported to be operating at performance level p-7 with flows of approximately 4.0 liters per minute and an average motor current of 451 ma, consistent with expected device performance. No device alarms, interruptions in support, or reported adverse clinical consequences attributable to device malfunction were identified. The patient remains on impella 5.5 support and the post-procedure outcome is ongoing. Updated clinical narrative: the impella device was subsequently weaned and explanted and the patient outcome is survived.